Manufacturer narrative:
Internal report reference number:(B)(4). Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-004: improper test method. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-0) and high blood glucose test results. The customer is concerned with test results from results obtained of 168 and 188 mg/dl. The customer¿s expected blood glucose test result ranges are 86-139 mg/dl fasting am and 123-140 fasting pm. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results during the call, a blood test was performed by the customer and produced e-0 error message using true metrix meter. The product is stored according to specification in the office. The test strip lot manufacturer¿s expiration date is 12/21/2025 and open vial date is one month ago. The meter memory was reviewed for previous test result history (time not set): result 1: 83 mg/dl date: (B)(6) 2024 time: 5:32pm fasting am result 2: 118mg/dl date: (B)(6) 2024 time: 11:41 am fasting result 3: 168 mg/dl date: (B)(6) 2024 time: 11:03am fasting result 4: 123 mg/dl date: (B)(6) 2024 time: 11:45pm fasting result 5: 100 mg/dl date: (B)(6) 2024 time: 10:45am fasting result 6: 188 mg/dl date: (B)(6) 2024 time :12:56am fasting unsure if am or pm.